Event description:
It was found during baxter's testing that a pump was not detecting an upstream occlusion. There was no patient involvement since the error was found during testing.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete, a supplemental report will be submitted.